Event description:
A customer reported that an ER nurse hung a secondary medication and saw it backflow into the primary bag. The nurse changed out the tubing. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The product will not be returned. The customer stated the sets were discarded. The customer' s report of a check valve failure could not be confirmed. The root cause of this failure was not identified.